Event description:
It was reported that the 9800 sys boots up, but it will not take x-rays and there are no errors evident. It was also referenced that an error, relating to "communication failure", was presented at some point. There was no report of pt injury.

Manufacturer narrative:
A ge svc rep performed an investigation. A replacement generator interface board pcb has been ordered. It is believed that replacement of this pcb will address the noted issue. If add'l info is rec'd that indicates, otherwise a f/u report will be submitted as required.